Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited fault code 30: command power supply chug measurement error. Power supply voltages cannot be measured.